Event description:
It was reported that human hair, approximately 0.5cm in length was found inside of inner package. There were no patient complications reported.

Manufacturer narrative:
It was indicated that when the clinician discovered the hair in the package, the unit was disposed. Without return of the sample, we are unable to perform a complete investigation into the root cause of the reported event. Lot number was not provided, therefore review of the manufacturing records could not be completed. No actions will be taken at this time.